Event description:
A report was received from the USA stated an 840 ventilator experienced a device alert rendering the ventilator inoperable while being used on a pt. There has been no report of pt injury as a result of this event. The date of the event is unk.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).